Event description:
It was reported, by a pt, that during a coronary drug eluting stenting treatment procedure complications occurred. When the first stent was implanted, there was "a tear in the artery" and "he lost the right coronary artery completely." The pt had a total of 5 stents implanted and was hospitalized for 6 weeks. No further info was able to be obtained because the pt would not provide a contact number for the physician and requested that the physician not be contacted.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records found that the device met material, assembly and product specs. There are 2 similar complaints, of this nature, related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.